Event description:
Endo-clip was put inside a 5mm short step trocar, a piece from within the trocar was observed on the endo-clip by the fellow and attending surgeon. The endo-clip was removed and the piece from the trocar was removed from the endo-clip.